Event description:
Product auto suture covidien 5mm roticulator endo grasper product # 174233, lot # p8l0708. The end of grasper broke off during laparoscopic surgery procedure. The distal portion was retrieved. No apparent injury to pt.